Manufacturer narrative:
Analysis confirmed that the epg had a broken display, but did not confirm an output issue. It was also found that the battery contacts were contaminated, and the battery drawer was damaged. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken screen, and atrial and ventricular pacing no longer worked. The epg has been returned for repair. No patient complications have been reported as a result of this event.